Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead - (B)(6) 2011.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high impedances and a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead alert triggered again due to suspected electromagnetic interference, and the polarity switched once more. The lead will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.